Event description:
It was reported that the patient underwent an initial knee procedure on an unknown date. Subsequently, the patient has undergone multiple revisions and is currently being considered for another revision due to ongoing instability. A revision surgery has not been scheduled yet. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 00599402223 - 23mm height size c,d with locking screw striped purple articular surface use with femoral c,d / screw enclosed do not discard - 63649367. 00598801013 - 13mm diameter 100mm length straight stem extension combined length 145mm - 63187582. 00599003410 - prc agmt block dist sz d 5mm - 62266190. 00599003410 - prc agmt block dist sz d 5mm - 62963054. 00598002701 - stemmed tibial component precoat size 1 for cemented use only use of this tibial component with lcck articulating surfaces requires using a stem exten - 63341475 00598801011 - 11mm diameter 100mm length straight stem extension combined length 145mm - 63333183. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-03003.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 : suggested code : mechanical (g04) - femur. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: possible loosening of the tibial component at the bone cement interface and patellar baja which may relate to patient's quadriceps tear. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.